Event description:
No additional information

Manufacturer narrative:
Our quality engineer inspected the photo and 46 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed jagged holes on the bottom web and particles inside the packaging. The back particles were observed inside the syringe product and at the corner of the blister packaging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The foreign matter inside the packaging and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pests due to uncontrolled storage conditions before distribution to the customers¿ premises. The nonconformance could have occurred outside of the manufacturing facility. The team has also reviewed the pest controls records, and no abnormalities were detected at the 1ml manufacturing line. The root cause of the reported nonconformance could not be determined.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift per 90005451 with no abnormality observed. Current control there is 2 hourly in-process inspection in place to check for foreign matter. Due to is no sample returned to determine the foreign matter type, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
It was reported that bd syringe 1ml ls 27g 1/2in india had foreign matter. There is dust in 1cc syringe.